Manufacturer narrative:
(B)(4). Evaluation summary evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, it was found that a part of staples didn't perform properly after deployment. The stapler used with this reload was a powered handle. A request for additional information has been sent to the account; should we receive additional information, a supplemental will be sent.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia universal straight 60-3.5 single use loading unit. Visual examination of the loading unit noted that it was fully fired. The loading unit anvil was bowed and the anvil clamping mechanism was deformed. During functional testing, the loading unit was loaded into a post market vigilance instrument. The loading unit was cycled without hesitation or binding and was applied to test media with proper transection. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Product analysis suggests the product was used in a surgical procedure. Replication of the bowed anvil, deformed anvil clamping mechanism, or buckled knife-bar assembly may occur when used over tissue that is beyond the recommended thickness range or with an obstacle incorporated in the jaws. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.